Manufacturer narrative:
No product was received for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the thrombus formation causing vessel occlusion could not be conclusively determined. The angio-seal device instructions for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. This patient had pre-existing condition of peripheral vascular disease. The angio-seal device IFU precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease.

Event description:
It was reported via an article published in the international journal of cardiology, the patient received a cardiac catheterization and interventional procedures. The first procedure was followed by an emergent procedure 30 minutes later to open an occluded left anterior descending artery (lad) stenosis. Six days later the patient received another staged interventional procedure to treat the left circumflex (lcx) artery. A 6f angio-seal sts plus device was used to close the left femoral arteriotomy. Six days later, the patient reported pain, muscular weakness and numbness of the left leg. A doppler scan revealed an occluded left superficial artery (sfa) and reduced flow in the popliteal artery. The patient underwent an embolectomy of the sfa with a fogarty technique utilizing 3, 4, and 5 f catheters. Thrombotic material was removed and the evaluation revealed the presence of the angio-seal anchor split in 2 pieces embedded within the thrombus. The patient recovered and was discharged 22 days later. The patient received an intravenous nitrate infusion, clopidogrel, dose unknown, a beta blocker, type and dose unknown, and a statin, type and dose unknown during the procedures. The reporting physician was not the deploying physician. The physician who deployed the device is unknown.